Event description:
V lead impedance measurements were not stable and out of normal range. Oversensing was also observed in the ventricular channel. A shock therapy could not be delivered by the defibrillation system due to low shock impedance (overload). If delivered, the shock would be inappropriate according to the reporter. The preliminary analysis of the associated patient files suggests that the issue may be attributable to a lead issue.

Event description:
V lead impedance measurements were not stable and out of normal range. Oversensing was also observed in the ventricular channel. A shock therapy could not be delivered by the defibrillation system due to low shock impedance (overload). If delivered, the shock would be inappropriate according to the reporter. The preliminary analysis of the associated patient files suggests that the issue may be attributable to a lead issue.